Event description:
A trial participant was receiving initial training on the infusion sets and when they tried to connect the tubing to the site, it would not connect or lock into place. When she looked at the connector on the tubing, she states it appears to have 2 needles so it was not connecting properly. No adverse event alleged. A request was made for the return of the device.